Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for unknown unk - pro-dis c implant/unknown lot number. Original implant date - 2010 (exact date unknown). Unknown if device is/not expected to be returned for manufacturer review/investigation because pt wants revision surgery. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted initially in 2010 (exact date is unknown) with prodisc-c implant at an unknown level to treat the herniated disc, as patient was having pain and all kind of issues with hand and neck. Postoperatively, surgeon believes that the patient is in need of a revision procedure as patient is very hyper mobile at that level and her spinal cord is getting damaged. Patient also has scoliosis rods implanted at unknown levels and believes they are not synthes product and has no allegation of deficiency against them. This complaint involves 1 device. This report is 1 of 1 for (B)(4).